Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a lifted downstream occlusion seal. Functional testing was performed. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a motor issue. The event happened during testing. The device evaluation found a lifted downstream occlusion seal.